Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a review of the device history record found no deviations that could have caused or contributed to the reported issue. Reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, operational problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited corrosion in the gripping section. There was no report of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to provide the manufacturing date. Updated field: h4. If additional information becomes available an emdr supplement will be submitted.